Event description:
An angio-seal device was deployed without reported difficulty. Thirty minutes post deployment, pt experienced a vasovagal episode and a possible seizure. Blood pressure and heart rate dropped. Hemoglobin went from 13 to 10 and pt was placed on drugs. A CT scan was performed of the pt's head and abdomen, and revealed bleeding. Pt stable and observed overnight and taken to surgery on 3/1/2000 for removal of the angio-seal device. Pt is recovering. It should also be noted that the physician was in the process of becoming a ceritifed user; this was the physician's fourth deployment of the angio-seal device.